Event description:
The patient experienced elevated blood glucose levels reaching to 18.0 mmol/l (324 mg/dl), along with symptoms of confusion and feeling sick, while wearing the pod on the leg for longer than 72 hours. Emergency services were contacted, and the pod was removed following medical advice. Upon removal, a large pink lump and wetness at the back of the pod were observed, suggesting a possible infection and insulin leaking during wear. The patient received remote support from a local physician, who advised the patient on using injectable insulin and prescribed antibiotics to treat the suspected infection. No specific information on the exact diagnosis or the name of the prescription was provided. Additional symptoms include swollen neck lumps, runny eyes and general malaise. The patient later resumed treatment after recovery.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version. 3.1.5-p001. Cloud - operating system. N5004l-am-q-mv01602-06-01.06. Cloud - hardware. N5004l cloud - cgm sensor type l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.